Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually and microscopically inspected and tested for leaks. During visual examination it was noted that the tubing was cut down to the pump block; therefore, it was not returned for analysis. Microscope evaluation identified bodily fluid contamination within the component, and due to that finding, the pump was not functionally tested. The pump passed the leakage inspection. Based on the information available and analysis results, the reported clinical observations of mechanical issue and a crack in the connecting tube could not be confirmed.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. The pump was removed and replaced. There were no patient complications.